Manufacturer narrative:
D4 - expiration date and UDI: correction. Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed via the submitted log files. Data from the reported event date of 25jun2025 in the submitted controller event log file was reviewed. On 25jun2025 from 09:50:46 ¿ 12:23:56 while connected to batteries, the power cable disconnect and low voltage alarms intermittently activated due to an invalid rsoc fault associated with the power cables being outside the expected voltage range. There were also instances of fluctuating rsoc voltages without the invalid rsoc fault active which also resulted in alarms. There were other instances of invalid rsoc faults without an associated alarm active. The alarms were not associated with a power source exchange and cleared shortly after each time. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that the controller was consequently exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient reported low voltage alarms despite full batteries and new battery clips. The controller was exchanged. The event log file captured several low voltage advisory events and also a few low voltage hazard events while using battery power. Some odd power lead voltage on both the black and white power leads were noted causing these alarms. The controller exchange was shown on (B)(6) 2025 at 1342.

Event description:
Exchanging the controller resolved the alarms.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.